Event description:
It was reported that a remote transmission was received that indicated that the patient had a lead integrity alert triggered for noise/oversensing. The patient was noted to have received multiple inappropriate shocks. Another alert was triggered a few days later. Follow up with the physician's office determined that the patient had been in surgery when the noise/oversensing and inappropriate shocks occurred. The patient was brought into the office to have the alerts cleared. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.